Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The dedicated software was executed address the ventilator inoperative issue and final testing confirmed the issue was resolved. Additional findings not related to the issue included the flow sensor being replaced as a preventative action.